Event description:
It was reported that the system 9800 intermittently displays low ma error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was discovered that the x ray tube had recently been replaced by a third party service organization. The third party organization is returning the system to their warehouse to affect repairs. An additional report will be generated and submitted if further information becomes available.